Manufacturer narrative:
Date of report: 07dec2018. Date of manufacturer: 06dec2018. Philip's international service technician replaced the touchscreen to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 19nov2018. (B)(4). A final report will be submitted upon completion of the investigation.

Event description:
The customer reported that an operation failure had occurred in the touch panel. There was no patient involvement. The event date was not specified; estimate used.